Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-apr-2023. H6: investigation summary: six samples and photo received by our quality team for investigation. Upon visual evaluation, damaged/cracked barrel is observed. A device history review was performed for the reported lot 2212074 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated with the assembly process, this damage, is produced in the assembly machine, before silicone station when there is a jam in the assembly process. Corrective and preventative action has been implemented to address this issue.

Event description:
It was reported that the bd plastipak¿ syringe were damaged causing leakage. The following information was provided by the initial reporter, translated from french to english: some syringes are dented and lead to product leaks (see (B)(6)).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe were damaged causing leakage. The following information was provided by the initial reporter, translated from french to english: some syringes are dented and lead to product leaks.